Event description:
Dr was using the nellcor n-400 fetal oxygen saturation monitoring system on a pt who was having repetitive severe variable decelerations. The resident on labor placed the nellcor n-400 monitoring device for add'l info. The pt continued to have repetitive severe variable decelerations, however they were reassured by the fetal oximetry results (> 50). When the pt became completely dilated, they started pushing. The variables became worse but the fetal oxygen saturation monitor continued to give reassuring results (>50). Dr delivered the pt with a vacuum extractor without difficulty. The pt had very low apgar scores; 1, 5, 5 at 1 min, 5 mins and 10 mins, respectively. The pt required assisted ventilation with bag and mask and was eventually intubated for mechanical ventilation. The pt was delivered approx 10 mins following a fetal oxygen saturation reading of 58. Dr wants to make the FDA aware of this outcome.